Event description:
It was reported that the patient received 2 inappropriate shocks due to noise. No pacing support was noted and the patient's rhythm was 2:1 block. The patient experienced multiple vf/vt episodes and was treated via external pacing and defibrillator. The patient expired on (B)(6), 2012.

Manufacturer narrative:
No medwatch form was received.